Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt developed a pressure ulcer at the ipg site due to rarely getting out of bed. The pt underwent surgical intervention to debris the ulcer. Surgical intervention resolved the pt's issue.